Event description:
The customer reports that on the first application to tissue no activation occurred. The device was plugged into the other outlet on the generator and the electrode was removed and reinserted in the handpiece with the same result. Another device was used to complete the bowel resection without further incident or pt injury. Device returned with snap missing. There is a remote possibility that the piece can disengage from the device. The customer has been made aware of the condition of the returned device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.